Event description:
This 68 year old patient offered no complaints pre treatment. The patient's pre weight was 63.8 kilo. The machine was set for 3.3k. During the 1st hour the patient's blood pressure dropped and he became non-responsive. She responded after rec. 400ns. 1 hour later the patient again became non-responsive. She responded after rec 900ns. Bs was 347 by chem strip. The doctor was notified and the patient was sent to the ER. The patient vomited. It was positive for occult blood. The patient's pre wt was 63.8k. The patient lost 3 kilos in the first hour after receiving 1300ns. The machine was pulled and checked by the chief technician.the chief technician reported that the machine ramped (tmp) up and down with no stability in ufr and a constant a103. The eprom chip was changed. A simulated treatment was run with no alarms and no ramping.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.